Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was experiencing high blood glucose level. Blood glucose level at the time of the incident was over 400 mg/dl. Troubleshooting was not performed for high blood glucose. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.

Event description:
The customer reported that the auto mode was not active at the time of the reported event.